Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, the fse confirmed that the host pc software was corrupted. To resolve the reported issue, the fse restored the ghost image, backup software and performed the functional test, the system was returned to use in good working order. The codes were updated based on the investigation outcome.